Manufacturer narrative:
Insulin pump received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify failed battery test alarm and unexpected battery power loss anomaly due to buttons not responding.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that they experienced high blood glucose level of 400 mg/dl to 600 mg/dl. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer was treated with pump. Troubleshooting was not performed for high blood glucose level. The customer stated that the insulin pump had keypad anomaly. The customer stated that they had issues with the esc and down arrow buttons. The insulin pump will be returned for analysis.